Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix pos mesh. Later the patient experienced vaginal bleeding, mesh exposure, urinary urgency and frequency. Estrace was prescribed, an excision of the exposed mesh was performed and interstim and peripheral nerve evaluation (pne) lead placements were performed.